Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty delivering a bolus using the quick bolus button for treatment of elevated blood glucose level (328 mg/dl). Reportedly, the customer is legally blind. During troubleshooting with tandem technical support, the customer successfully delivered a bolus.